Event description:
It was reported that prior to an unknown procedure, device was defective. Upon opening the device package, the ring was disconnected from the gray circle. The device was not used and the case was completed with another device of the same product code. No patient consequences were reported.

Manufacturer narrative:
(B)(4). The analysis results of the flr02 found that it was received with the retractor sheath torn. The tear initiated 1.5 inches below the upper retractor ring and continued toward the lower retractor ring. No conclusion could be reached as to what may have caused the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.